Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 unit- customer andy called in for help on 8100 unit get error "ail error. " steps he can to before replace sensor remove air from the line. Clean the ail sensor check connector. Then try to run the test again if he gets same error then he will have to replace ail sensor, once replace and get the same error then they will have to send unit in for repair services.